Event description:
The customer stated that there was a speaker error and there is no sound. No death or patient /user injury or harm was reported. The device was in use for monitoring at the time of the alleged malfunction.